Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3, b3. Additional information was requested, and the following was obtained: after investigation, the patient was a female with unknown specific age who underwent episiotomy repair surgery in hospital (B)(6) 2023. The surgeon used vcp442h for perineal skin sewing in a continuous suturing manner, and used vcp345h for perineal subcutaneous and perineal muscle layer sewing in a continuous suturing manner. The intraoperative suturing was smooth. On june 17, the patient returned to hospital for examination due to incision discomfort (the specific patient's symptoms and signs were unknown). The doctor found that the patient's incision dehisced and the suture at the perineal skin and subcutaneous muscular layer were broke. The doctor removed the broken suture and replaced it with a new suture of the same product code (the specific product lot number was unknown) for suturing again. At present, the patient was in stable condition, and no subsequent adverse event report was received. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required for this suture event including dates and results. Were both sutures found broken post-op? Were there any patient stress factors that precipitated the event of suture breakage post op? What post-op instructions were provided to the patient? Were the post-op instructions followed by the patient? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Note: related events reported via 2210968-2023-04864 and 2210968-2023-04865.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required for this suture event including dates and results. Were both sutures found broken post-op? Were there any patient stress factors that precipitated the event of suture breakage post op? What post-op instructions were provided to the patient? Were the post-op instructions followed by the patient? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Note: related events reported via 2210968-2023-04864.

Event description:
It was reported that a patient underwent a lateral episiotomy procedure on an unknown date and suture was used on the subcutaneous muscle. Post-op, about six days after the procedure, the patient returned to hospital for examination due to incision discomfort, and it was found that the wound split and the suture at the incision site had broken. The wound was sewed again. The patient is currently stable. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received eight unopened samples that pertain to the product code vcp345h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.